Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: a result in the "500's" mg/dl and a result in the "250's" mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.